Event description:
The device was returned for random touches registered. The device was attached to a bracket and powered on. No alarms or errors occurred. A cassette was loaded on to the device and an infusion was run. During the infusion, the lcd touchscreen was observed to be responding to touch inputs that were not intiated by the operator. It was also observed that the lcd touchscreen would fail to respond to user inputs. The device was opened to inspect for internal damage. No internal damage was identified and all connections were secure.

Event description:
The following has been reported: biomed reported: " unresponsive/ghost touch screen pumps. Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.